Event description:
The customer reported that the system displayed a collimator iris to large error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an onsite investigation. The fluoro functions board was replaced. The system was tested and operates as intended.